Event description:
The patient had fallen resulting in the patient's evoke cap12 percutaneous lead kit - 60cm to migrate from its original position. A repositioning procedure was performed successfully.

Manufacturer narrative:
Section d 4 (serial number) - the serial numbers for the devices were reported as (B)(6) & (B)(6).